Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate while running on a treadmill. Technical services (ts) was consulted, discussed r wave amplitude reduction and increase of t wave, which led to t wave oversensing. This s-ICD was reprogrammed to the secondary sensing vector and smart charge was extended. Ts noted possible other troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.